Manufacturer narrative:
As the type ia endoleak was found to be resolved within thirty (30) days of the initial procedure and without additional intervention, this event is no longer reportable. Please remove this non-reportable event from your database.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the alto abdominal aortic aneurysm stent system. At final angiogram of the initial implant procedure, a type ia endoleak was revealed. A palmaz (non-endologix) stent was implanted, which did not fully resolve the endoleak. The physician elected to conclude the procedure and follow-up by cta (computed tomography angiography) scan in a few weeks. Patient is reportedly in stable condition. Additional information: reportedly, the type ia endoleak was found to be resolved within thirty (30) days of the initial procedure and without additional intervention. Therefore, this event is no longer reportable.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the alto abdominal aortic aneurysm stent system. At final angiogram of the initial implant procedure, a type ia endoleak was revealed. A palmaz (non- endologix) stent was implanted, which did not fully resolve the endoleak. The physician elected to conclude the procedure and follow-up by cta (computed tomography angiography) scan in a few weeks. Patient is reportedly in stable condition.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : devices remain implanted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported alto, type ia endoleak is confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the reported event is user-related due to the aortic neck conicity of 13.6% at initial implant (IFU requirement is less than or equal to 10%); this off-label condition likely contributed to the type ia endoleak. The procedure-related harms identified was hypotension. The final patient status was reported as discharged home on postoperative day one in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3 awareness date h6 investigation finding codes; remove 3233 h6 investigation conclusion codes; remove 11.